Manufacturer narrative:
The complaint device was not returned; therefore, product analysis was not possible. A review of mfg records did not reveal any processing anomalies that would have contributed to the failure of the device. Without an analysis of the complaint device, it was not possible to determine if any device anomalies existed that may have contributed to the reported difficulties. The distal catheter tip snagged the distal end of the stent and actually pulled it into the common carotid. The nexstent IFU section states "5.3 post-implant-"precautions care must be exercised when crossing a newly deployed stent with other interventional devices to avoid disrupting the stent geometry and placement of the stent." Section 8.6.5 11 of the IFU states: "using fluoroscopic guidance, slowly withdraw the delivery system, and tighten the rhv on the guide catheter/sheath to secure wire position and maintain hemostasis." The exact cause of the reported event was not determined. The root cause will be documented as undetermined due to uncertainties surrounding the entanglement of the stent and the delivery system. Since the device will not be returned, an investigation into these uncertainties is not possible.

Event description:
Clinical study. It was reported that during a carotid artery stenting treatment procedure the stent was not deployed to the intended location. The pt underwent treatment with the nexstent carotid stent system in conjunction with the filterwire ez embolic protection system. The target lesion was with 5.5 mm reference vessel diameter, 16 mm length and 95% stenosis. Pre-dilatation was not performed prior to filterwire ez placement. However, the lesion was predilated prior to stent placement. It is noted in the database that the stent was not deployed to the intended location and a second stent was placed. Following stent deployment, the distal catheter tip snagged the distal end of the stent and pulled it into the common carotid artery. As a result, another MFR's stent was positioned across the stenosis into the common carotid artery. This action resulted in excellent angiographic result and a 30% residual stenosis following post-dilatation. The filterwire ez was retrieved with the filter retrieval catheter. The pt tolerated the procedure well and was discharged home.